Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the therapy was stopped because of an alarm that patient temperature 1 is not registering in an arctic sun device. Foley probe in use. It was not compatible with the bedside monitor connection. Suggested replacing the temperature-in cable and foley. They did not think they had a cable or another device and would try changing the foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the therapy was stopped because of an alarm that patient temperature 1 is not registering in an arctic sun device. Foley probe in use. It was not compatible with the bedside monitor connection. Suggested replacing the temperature-in cable and foley. They did not think they had a cable or another device and would try changing the foley.